Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the husband was using the suspect device to give his wife an injection when he heard a crunch and noticed the needle was gone. As they thought the needle had broken off in her site, the husband took his wife to the emergency department. An ultrasound and x-ray were performed but the needle was not detected.

Manufacturer narrative:
Section h, device evaluation: result - the customer returned (1) open 8mm, 31g pen needle from lot # 5342542. The returned pen needle was examined and exhibited a broken IV end of the cannula. The sample was then examined under the microscope and also exhibited a hole in the inner shield. This indicates that the IV end of the cannula was through the shield. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - based on the returned samples, bd was able to confirm the customer's indicated failure mode. The sample was forwarded to the manufacturing site for further investigation. A supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
Device evaluation result - one opened 31g x 8mm pen needle sample from lot 5342542, cat 320109 was returned to the manufacturing site for additional evaluation. A magnified examination was carried out and it was observed that the patient end of the cannula was broken. An indentation mark on the hub post and a hole through the shield were also observed on the sample. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. A review of the maintenance request forms for the period of production on the assembly line where the device was produced showed no maintenance carried out for any fail modes related to the defect observed. Conclusion - bd was able to confirm the customer's indicated failure mode. Upon visual examination of the returned sample, needle through the shield and through the cover was observed. The damage observed to the needle hub indicated during evaluation would suggest that this is related to a needle through shield fail mode. The potential cause of this issue lies at the shielding station in the bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through shield issue. This is due for completion (B)(6) 2016.